Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed with a known good test battery. The leds indicated that the charger was correctly charging the battery. The battery was was left on the charger overnight. The charger failed to charge the test battery. The fuse was tested with an ohmmeter and tested as good. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors that could have contributed to the event include a failure of an individual component on the charger's inner printed circuit board. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider battery charger was not working, the light came on but went off. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.